Event description:
It was reported that the customer had a low battery alert on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer stated that replacement of the battery cap did not resolved the issue. The customer reported that battery did not last more than one week. The patient was advised that the insulin pump will need to be replaced. The customer was instructed to return insulin pump with battery cap and batteries and to zero out basal rates.

Manufacturer narrative:
Findings: pump received with corroded battery tube. Pump had normal operatingcurrents. No unexpected low battery alarm noted. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.